Event description:
During use of the device for a non-clinical activity, the user reported that an error message "procedure is already in use with case data 1" occurred while performing a query and exporting to excel. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.